Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has previously caused or contributed to pt injury. Device issue: separated guide wire. It was reported that during testing of the bmw guide wire with a promus, outside of the pt before the procedure, the bmw guide wire became stuck inside the promus stent delivery system (sds) and could not be advanced or withdrawn and subsequently separated into two pieces. When it broke, and the guide wire was pulled out, 2/3 of the guide wire came out and 1/3 stayed in the promus device. There was no pt injury. No additional info is available.

Manufacturer narrative:
(B)(4). (B)(4).